Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "a patient will be having her implants removed and replaced. And she believes, they are still under warranty". Healthcare professional, later reported, left side rupture. Device remains implanted.